Manufacturer narrative:
The cobas e801 immunoassay analyzer serial number was (B)(6). The last calibration was performed on (B)(6) 2023 and the signals were not within specifications. The qc was within ranges prior to the event. On (B)(6) 2023, the alarm trace showed multiple alarms including a sample clot detection, abnormal aspiration, cleancell short and preclean short alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patient samples tested with elecsys hcg stat assay on a cobas e801 immunoassay analyzer. Sample 1 (patient 1) was tested on (B)(6) 2023: initial result: 2.66 miu/ml. The physician questioned this result as it did not match the patient's medical diagnosis of an ectopic pregnancy and requested that the sample be re-tested. 1st repeat result: >10000 miu/ml (original sample re-tested on a different e801 analyzer). 2nd repeat result: around 68000 miu/ml (tested on a competitor instrument). 3rd repeat result on (B)(6) 2023: 48124 miu/ml (tested with a 100 dilution on the e801 module in question). Sample 2 (patient 2) was tested on (B)(6) 2023: initial result: 1.68 miu/ml. Repeat result: 10000 miu/ml accompanied by a data flag.

Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.